Event description:
The event was identified during a review of the posterior cervical fusion study, the report identified that on (B)(6) 2024 a patient underwent a seven level posterior cervical fixation procedure at c2 to t1. During placement of the right t1 screw the initial trajectory had a medial cortical breach, resulting in an incidental durotomy. Fibrin sealant was used to form a barrier over the incidental durotomy. No further csf leak was witnessed by end of case. The right t1 pedicle screw was then redirected more laterally.

Manufacturer narrative:
No device was returned for evaluation as no product malfunction was alleged, no radiographs or images provided so the complaint could not be confirmed. Review of the study report identified the screw was malplaced by the surgeon breached the vertebral body and lacerated the dura which is considered an unintentional surgical error and unrelated to nuvasive device functionality. No additional investigation required. Labeling review: "contraindications include, but are not limited to: 5. Patients with inadequate bone stock or quality. 6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include...damage to blood vessels..." "Potential risks identified with the use of this system, which may require additional surgery, include... Fracture of the vertebra, neurological, vascular or visceral injury...dural leak..." "Warnings, caution and precautions the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant..." "...based on the fatigue testing results, when using the nuvasive reline cervical system, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact on the performance of the system..." "Pre-operative planning prior to implantation of posterior cervical lateral mass and pedicle screw spinal systems should include review of cross-sectional imaging studies (e.g., CT and/or MRI imaging) to evaluate the patient's cervical anatomy including the transverse foramen and the course of the vertebral arteries. If any findings would compromise the placement of lateral mass or pedicle screws, other surgical methods should be considered. In addition, use of intraoperative imaging should be considered to guide and/or verify device placement, as necessary. Use of posterior cervical pedicle screw fixation at the c3 through c6 spinal levels requires careful consideration and planning beyond that required for lateral mass screws placed at these spinal levels, given the proximity of the vertebral arteries and neurologic structures in relation to the cervical pedicles at these levels. Care should be taken to insure that all components are ideally fixated prior to closure..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery..." "Pre-operative warnings use of cross sectional imaging (i.e., CT and/or MRI) for posterior cervical screw placement is recommended due to the unique risks in the cervical spine. The use of planar radiographs alone may not provide the necessary imaging to mitigate the risk of improper screw placement. In addition, use of intraoperative imaging should be considered to guide and/or verify device placement, as necessary. 1. Only patients that meet the criteria described in the indications should be selected. 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided...5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at..." (B)(4).